Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26741. Related manufacturer reference number: 2017865-2021-26746. It was reported that the patient presented for follow up with the right ventricular lead exhibiting an alert for high defibrillation impedance. The patient was scheduled for lead revision on (B)(6) 2021, where the physician also noted increased capture threshold exhibited by the right atrial lead, and loss of capture exhibited by the left ventricular lead in the bipolar configuration. The physician intended to explant all three leads but was hindered by vein occlusion. The right atrial lead was explanted, while pacing, and defibrillation therapies were deactivated. The patient was in stable condition.